Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture ingress in the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/28/2016 with the following findings: during investigation, moisture was found in the battery compartment. Cracks were found in the battery compartment were found from the threads to the left of the grip pad, and from below the grip pad to the case seal. A leak test was performed and failed due to a battery compartment leak. The pump was opened to find no further moisture damage. Unrelated to the original complaint, the pump would not power on and was unresponsive. Additionally, the audio bolus button cover was torn in the center. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.